Manufacturer narrative:
Reliability analysis completed on 2 opened/used enlite sensors and performed bicarbonate buffer test. All 3 sensors failed per specifications, 2 of 3 sensors failed due to low readings and 1 remaining sensor failed due to high readings.

Event description:
It is reported that a customer was hospitalized for 12 days on (B)(6) 2014 at 7am due to shark cot due to diabetic neuropathy. The customer experienced high and low blood glucose from 220 to 60 mg/dl. The customer's current blood glucose level is 165. The customer stated that they received a bad sensor alert after the second calibration error on their insulin pump. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.